Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.